Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It is reported a patient had a right acl reconstruction. Subsequently, the patient experienced pain and restriction of mobility requiring right knee arthroscopy to remove two foreign bodies, debridement of anterior arthrofibrosis, and synovectomy.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: medical records dated (B)(6) 2015 were reviewed and identified acl rupture and other pluri ligamental lesions and treated with no complications noted. Medical records for (B)(6) 2015 were reviewed and identified intense pain and large hematoma requiring evacuation and was resolved. Medical records were reviewed and identified the following six week visit (B)(6) 2015: good rom. Mild pain. Normal radiographic assessment. Correct positioning of implants. Five month visit (B)(6) 2015: good rom. No pain. Normal radiographic assessment. Correct positioning of implants. Adverse event (B)(6) 2020: appearance of two foreign bodies and lower arthrofibrosis in front of the acl. Pain and restriction of mobility. Arthroscopy with removal of two foreign bodies and cleaning of anterior arthrofibrosis anterior synovectomy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.